Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, it was observed that the right ventricular (rv) lead was sensing the right atrial (ra) lead¿s signal. Diagnostic imaging was performed and revealed a dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the issue. The patient was stable and will continue to be monitored.